Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
When the requested information becomes available, a supplementary report will be submitted. When the analysis is complete, a supplemental report will be submitted PMA/510(k) is not applicable. (B)(4).

Event description:
Per (B)(4), patient experienced loss or failure of implant to integrate.